Manufacturer narrative:
No product malfunction was alleged but the involved instruments were returned and inspected with no defects or malfunction identified. Review of the reported event and surgeons comments suggests adverse event possibly the result of inadvertent spinal cord/instrument contact and damage. No additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications known to occur include: paralysis..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..."

Event description:
On (B)(6) 2020, the patient underwent a spinal procedure to replace t12 to l1. Immediately post-op the patient reportedly developed paralysis. On (B)(6) 2020, it was reported that the patient was still experiencing paralysis. No dural damage identified, so physician commented cause of paralysis may be the result of spinal cord damaged while utilizing an osteotome at t12. On (B)(6) 2020, it was reported that the patient¿s left limb was recovering but the right limb was not.